Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc as "difficult to inject the patient as the product was clogged and hardened." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap but with one needle which still attached. No defect observed.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc as "difficult to inject the patient as the product was clogged and hardened." Patient contact occurred. No injuries were reported. The packaged needle was used.